Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A loose suction hose was re-connected to resolve the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported that the suction regulator was leaking resulting in reduced available suction. There was no report of patient injury.